Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was hospitalized on december 02, 2015 with blood glucose of 165 mg/dl. It was reported that prior to going to the hospital, customer's blood glucose was 589 mg/dl. After being hooked up to IV, customer's blood glucose dropped to 53 mg/dl. Customer had symptom of extreme thirst, large to moderate ketones and nausea. Customer was treated in the emergency room and was released once blood glucose was stabilized. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting could not be performed as customer was not available with insulin pump.